Event description:
It was reported that the patient presented for an implant of the right atrial lead. During the procedure it was noted that helix extension was difficult, and the stylet was unable to be inserted. After several unsuccessful attempts to insert the stylet the physician elected to complete the procedure with a replacement lead. There were no patient consequences reported.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to advance stylet were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead confirmed that the helix issue was due to helix being clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After the lead was cut and the distal portion was cleaned, a torque was directly applied to the inner coil. The helix was able to extend and retract. The measured full helix extension length was within specification. The stylet insertion test was unable to be performed due to the over torqued/damaged inner coil in the connector region.